Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope presented a scope communication error 226. The event was found during inspection before use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: h11 (technical assistance support (tac)), h6 (health effect- impact code). The device was not returned to olympus for inspection, and the reported failure was confirmed via information from technical assistance support (tac). A root cause could not be identified. Based on the results of the investigation, the most probable cause for the malfunction could not be identified. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed. The customer informed technical assistance support (tac) of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.